Event description:
A 47 year old underwent an arthroscopy for a torn meniscus left knee. During attempt at spinal anesthesia, distal portion of spinal needle broke off (approx. 1 inch) in the l4 process. S/p x-rays returned to or for exploration of spine l4 area under fluoroscopy. Foreign body retrieved and removed in it's entirety.